Event description:
It was reported that during a unknown therapeutic procedure, there was an e202 error code on the subject device. It was necessary to abort and reschedule the procedure for the following day as there was no back up device available. There was a delay of 45 minutes to troubleshoot the device to no avail. The patient started to bleed in the prostate and the doctor inserted a foley catheter to minimize the trauma. The patient was hospitalized overnight and the procedure was completed successfully the next day. No harm or injury following the completion of the procedure reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed, which was found to have occurred because the pedal selected for use was on monopolar 1, which requires a grounding plate to be connected to the neutral electrode. The event can be prevented by following the instructions for use which state: "if the contact quality monitor indicator for split type neutral electrodes indicates red either because the neutral electrode has not been attached correctly or detached, output may not be activated. In this case the touchscreen will display an error window ("insufficient neutral electrode contact", with error no: e202)". Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.